Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was reproduced. A review of the event history log revealed multiple "air-in-line!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line. No additional information is available.